Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported poor image resolution was due to procedural conditions (bad echocardiogram windows). The reported migration (partial clip movement) was due to patient morphology pathology and poor image resolution. The reported recurrent tr appears to be due to the partial clip movement. Tr is listed in the instructions for use as known possible complications associated with the triclip procedures. The reported serious injury/illness/impairment was a result of case specific circumstance as no additional intervention/treatment was provided. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2024 a patient presented with grade 5+ functional tricuspid regurgitation (ftr) and leaflet tethering. One clip was implanted on mid anterior and septal leaflets (a-s) and the other clip was on central posterior and septal leaflets (p-s). The tr was reduced to grade 2. On (B)(6) 2024, a partial detachment of the p-s clip was observed during a one-day follow-up transthoracic echocardiogram (tte). The posterior leaflet was partially detached. The tr was recurrent at grade 3. The patient was asymptomatic and clinically stable. Per the physician the partial detachment was due to bad echocardiogram windows and the tethered leaflets.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.